Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A1, a2, a3: b5: d1: d2: additional product codes: kwp, mnh, mni d4: catalog, lot, UDI d6, d7: d10: g2: g5: h4: h3, h4, h6: a review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with two (2) 3.5mm rods and two (2) 3.5mm cancellous polyaxial screws on april 12, 2017. On unknown date it was determined the two (2) screws were broken. Patient was returned to surgery on (B)(6), 2017 for removal of the broken screws. Concomitant devices reported: 3.5mm titanium rod 120mm (498.125, lot h109763, quantity 2).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records (DHR) review was completed for part# 04.614.026, lot# h273698. Manufacturing location: h273698, manufacturing date: jan 13, 2017. Review of DHR revealed no complaint related anomalies. The DHR shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to the complaint condition. DHR review of raw material revealed this lot met all specification with no nonconformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product investigation was completed. Two screws were received, each with a roughly transverse break in the threaded region. The break is located approximately 9.24mm from the distal tip on the first screw and approximately 16.43mm from the distal tip on the second screw (calipers ca 592). The reminder of this investigation will address the first screw. The fracture site was examined, and no material voids or irregularities were identified. The balance of the device shows surface wear consistent with use and which would not impact the functionality. Thus, it was determined that the received condition does agree with the complaint description and the complaint condition is confirmed. The specific circumstances at the time of the issue and over the implant duration are unknown, therefore, it cannot be definitively determined if external factors (use error, misuse/abuse, non-compliance, post-operative trauma, etc.) Impacted the complaint condition. Relevant drawings, reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The outer diameter at the proximal start of the threaded region measured 2.49mm which is within the specification of 2.5mm +/-0.05 per drawing. Measured using calipers ca592. The minor thread diameter at the fracture measured 2.48mm which is within the specification of 2.4mm +0.1/-0 per drawing. Measured using calipers ca592. The complaint condition is confirmed as the screw was received with a roughly transverse break in the threaded region. No definitive root cause was able to be determined as circumstances surrounding the event and over the implant duration (approximately 1 year) are unknown. However, no design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure was completed successfully and the generated fragments were removed.

Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown synapse screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown synapse screw. PMA/510(k) number is not available. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on an unknown date the screws broke. No information available regarding patient involvement or outcome. This report is for one (1) unknown synapse screw. This is report 2 of 2 for (B)(4).